Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt is no longer able to hear with his device. An accident or trauma has not been reported. Testing carried out on (B)(6) 2010 shows that the device has malfunctioned.